Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported two drill guides would not hold as the ball bearing is missing. The issue was discovered during cleaning and before sterilization. No patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: (B)(4), selected flow(s): visual / examples: missing feature or component/peeling coating/corrosion/temperature sensitive indicator. Visual inspection: shipped back device "lc-dcp drill guide 4.5 f/neutral+ load pas" 323.450 with lot number 3l91508 is in used conditions. Many scratches are present all over the device, but no particular signs of usage are found. However, two components are missing: 60110446 (ball 02.381 din5401 g28 aisi440c 1.4125) and component 50101004. They should be assembled in component 50101607; for this reason, the complaint condition is confirmed, and the investigation flow selected is number 4 "visual". Anyway, it is possible to see that material 50101607 was deformed according to se_051802 version ab to block the two missing devices. Functional test: functional tests are not required per selected investigation flow in w-m-s080 appendix a. Dimensional inspection: a dimensional inspection was performed on the device in order to understand if component 60110446 and component 50101004 are missing due to a dimensional issue. Outer diameter of component 50101618 was measured using micrometer. Document/specification review: in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed DHR 16523769 and no anomalies were identified. According to inspection sheet, it was tested on the 15th of may 2019 with 100% frequency that "inserts must turn easily". This means that the two missing components (6011 0446 and 50101 004) were working. Furthermore, still according to the same inspection sheet, the involved lot (3l91508) on the same day (15th of may 2019) was checked also in final inspection with 100% frequency and no issue was detected. According to inspection sheet, while component 50101607 was manufactured, dimension 13 (+0.15/0) mm was checked and functional test with functional gauge 50157398 was performed. These two tests are executed with 100% frequency and if there has been any issue on the assembling it would have been detected on these check points. Summary: according to evidence is not possible to address the final root cause to a manufacturing issue. The manufacturing process was performed according to the reviewed documents and all functional test were recorded. Most likely a mishandling of the device could have led to the opening of this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 323.450, lot: 3l91508, manufacturing site: hägendorf, release to warehouse date: may. 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.